Event description:
It was observed, that during the device evaluation. The subject device exhibited an error 104, a loose light guide adapter and scratches on the distal edge. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.